Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it appeared that the spring responsible for pushing the drawer outward was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5.2 back stop spring was damaged. A field service engineer (fse) identified failure in hardware test application (hta) mode, replaced the emergency hard stop, verified drawer responsiveness in hta mode, and performed a final test confirming proper operation. The system functioned as intended after the field service engineer repaired the device.